Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in a restenosed saphaneous vein graft with two 3.0 x 15 mm stents. On (B)(6) 2011, the patient experienced angina. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 15. Other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was implanted in a restenosed saphenous vein graft. It should be noted the xience v IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with lesions located in saphenous vein grafts or for in-stent restenosis. It does not appear that the off label use of the xience v contributed to the reported patient effects.